Manufacturer narrative:
The myocardial infarction event reported by the site for this (B)(4) study patient was reviewed by the clinical events committee. The adjudication minutes note that post sheath removal the patient developed a retroperitoneal bleed complicated by hypotension and severe anemia treated with IV fluids and transfusions. This was followed by a slight elevation in the troponin level which the account diagnosed as an mi. The adjudication committee disagrees with this diagnosis. There is no relationship between an access site hematoma and the precise stent implanted in the patient's carotid artery. None of the events experienced by the patient are attributed to the precise stent. Therefore, the previously reported myocardial infarction is no longer considered a serious injury. No additional information is available at this time and no further reports will be forthcoming regarding the event and this device.

Event description:
The customer states that one patient sample generated falsely elevated results with the axsym ca125 assay. The patient has previous results of 10 to 18 u/ml. The most recent sample generated a result of 62 u/ml and was questioned by the patient's physician. The sample was retested and generated a result of 48 u/ml. The patient then decided to go to another lab for testing, where a result of 18 iu/ml was generated (methodology unknown). The customer performed various instrument checks and all met acceptance criteria. The meia lamp was replaced. The patient was drawn again the following day and tested with the axsym ca 125 assay and generated a result of 22 u/ml. There is no impact to patient management reported.

Event description:
As it was reported by the study database approx 12 hours after pta, the pt had a "very slight troponin bump not associated with elevation of ck or ckmb and not associated with chest pain" but there was a "small non st elevation mi secondary to hypotension and anemia." Total ck-mb was 6.3 (upper limit 6.3) and the ck was 109 (upper limit 273). The only treatment was to "stop IV fluids and observe the pt who was discharged three days later." Pta was performed on an 80% occluded lesion the mid right common carotid artery of 5 mm in length in a 6.6 mm vessel diameter. The lesion was characterized as arch I. It was not documented if the lesion was pre-dilated. A 6 mm medium support angioguard rx embolic protection device was successfully deployed before a 7x30mm precise pro rx stent was successfully deployed at the target site. The angioguard was successfully removed. The residual diameter stenosis measured 5%. The pt had no neurological deficits upon leaving the angio suite. The pt was discharged 3 days later. Pre and post-procedure medications included aspirin and clopidogrel. Intra-procedure medications included heparin.

Manufacturer narrative:
This device is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.